Event description:
It was reported that the patient had a loss of therapeutic effect, and their stimulation has not been working for about 10 days. The patient¿s shaking symptoms returned in the past 10 days, and they were unable to connect to their implantable neurostimulator (ins) with their programmer. The patient reported that have been receiving chemotherapy and radiation treatments for a cancer diagnosis. The patient has had 25 radiation treatments in the chest area, said that a lead shield was not placed over the ins during the treatment. The patient was concerned that this could have caused device damage. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3387-40, lot # j0306949v, implanted: (B)(6) 2003, product type lead; product ID 748251, serial # (B)(4), implanted: (B)(6) 2003, product type extension; product ID 7438, serial # (B)(4), implanted: (B)(6) 2003, product type programmer, patient. (B)(4).